Event description:
It was reported that the device exhibited far field sensing which resulted in inappropriate automatic mode switch episodes. The device was reprogrammed and the pt was planned to be monitored.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward